Event description:
The physician attempted to insert a neuron 070 into another guide catheter and tried to advance the neuron but it became stuck. The physician removed the neuron and noticed that the tip was damaged and looked like it had collapsed into a u-shape. The physician did not comment on the technique used to remove the neuron from its packaging other than to say that it was removed as they usually are. The penumbra sales rep commented that the neurons are usually removed by simply pulling them out of the box without removing the card and tube first. The penumbra sales rep reminded the physician that it is important to properly remove the neuron from the packaging to avoid damage.

Manufacturer narrative:
There is an ovalization of varying degrees between 2.5 and 8.0 cm from the distal tip. There is a separate ovalization between 10 and 10.5 cm. There are minor ovalizations at 20.5, 52.3, and 86.5 cm from the hub/shaft joint. A 0.070" mandrel was introduced into the hub and advanced into the catheter. Somewhere between the 52.3 cm ovalization and the 86.5 cm ovalization, significant resistance was encountered. This resistance remained constant until the mandrel reached 5 cm from the distal tip, at which point the catheter broke 8 cm from the tip due to the increased friction from the mandrel. An attempt was made to insert the distal tip of the catheter into a shipping tube. The catheter could not be advanced into the tube past 3 cm from the tip due to the flattening of the distal end of the catheter. The catheter is non functional. The ovalizations along the proximal shaft appear to be the result of post complaint handling. The ovalization at the distal tip likely occurred after the catheter was removed from the sterile pouch. If the flat spot had been present in the shipping tube, the catheter would have been very difficult to remove.